Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive act button due to corroded keypad traces. No moisture damage electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received a stuck button error. Customer¿s blood glucose value was unknown. Customer stated that the customer was unable to clear the alarms and the all the buttons were unresponsive. Customer also stated that the insulin pump was exposed to moisture and now the customer was cannot stop the stuck button error. The device will return for the analysis.